Event description:
It was reported that damage to the pump housing caused difficulty loading and fitting cartridges securely onto the pump. There was no reported impact to the customer¿s blood glucose level. Technical support replaced the pump, and the customer planned to use the current pump as a backup while returning the problematic pump using a prepaid label.